Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The consumer reported not getting good pain relief. It was reported that they were not having good coverage and pain relief. Factors that may have led or contributed to the issue was reported to be patient expectations. Several hours of programming was reported to be performed to troubleshoot the issue. Action taken was described as several hours of programming for the third time in 4 months. The issue was no resolved at the time of the report. No surgical intervention occurred and it was unknown if surgical intervention was planned. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the ¿paddle¿ was put in the wrong place at initial implant. The patient met with the manufacturer representative who attempted programming several times, but they were unable to obtain the desired relief. The manufacturer representative said that the right lead ¿isn't getting into the body, both vertically and laterally,¿ and may need to be repositioned. The manufacturer representative noted that he d ID not say that the paddle was not placed on the right level, but he said that if they were not able to get the stimulation on the right place, that the patient should consider going back to the implanting physician to determine if the paddle was placed at the level to obtain the desired relief. The manufacturer representative also noted that the health care provider would be able to verify if the paddle moved from the original level since the patient was not obtaining the pain relief that the surgeon offered him. The health care provider confirmed at the patient¿s 6-month appointment that it needed to be repositioned. The revision was performed on (B)(6) 2017. The revision resolved the issue. There were no further complications reported or anticipated.